Event description:
The reporter claimed the patient was hospitalized and treated for hyperglycemia on (B)(6) 2012. Reportedly, the patient received a new animas insulin pump on (B)(6) 2012. The patient went to bed that day with a blood glucose reading of 300 mg/dl and awoke on the morning of (B)(6) 2012 with symptoms of nauseated and vomiting. She allegedly tested positive for ketones and received a blood glucose reading of 500 mg/dl. She was treated with IV insulin and her blood glucose was back to normal. She was discharged from the hospital on (B)(6) 2012. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. According to the reporter, the patient is going through puberty which can be a contributing factor to the alleged incident. This complaint is being reported because the patient received treatment for hyperglycemia while on insulin pump treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the pump was suspended from (B)(6) 2012 at 12:37 am to (B)(6) 2012 at 8:07 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.